Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the electrode. The patient described the irritation as: pierced skin, sharp pain, and a blister that was bloody and pussy. The patient reported being diabetic and he has trouble getting wounds to heal. There was no alleged device malfunction contributing to the irritation. The patient followed up with his physician, who placed a bandage on the affected area. Follow up indicated that the skin irritation has improved, upon the patient following his physician's recommendations.